Event description:
While performing the knee arthroscopy, the shaver turned on while in joint without the doctor activating it. Dr. Stated that it caused a scrape to the lateral femoral condyle. Action taken: arthrex shaver box removed from room. Arthrex rep notified and he submitted a report.